Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact, and no physical damage was observed. Primary audible background test and system failure found in pump event history log. Power up and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced speaker as a preventing action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.